Event description:
Event description boston scientific received information that during a device replacement procedure, the physician pulled on this ventricular lead and separated the wires. The lead was abandoned surgically and replaced with a new lead.